Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the compressor is locked up. Additional malfunctions are the power switch has no alarm and the pilot valve is alarming and shutting down.